Event description:
Hearing performance with the device is reportedly affected. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was reportedly affected. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report. Please note that the date of manufacturer awareness indicated on the initial report has been corrected. The correct date was (B)(6)2022. The initial report was still sent though within the required timeframe.